Manufacturer narrative:
The devices were not returned for analysis and a review of the lot history record review could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information reviewed, and due to the limited information available (article based on multiple individuals with no specific information regarding the individual patients), a cause for the death (non-cardiovascular, vascular and cardiac) cannot be determined. However death is listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design or labeling. (B)(4).

Manufacturer narrative:
Dates of death, event, and implant: dates estimated. The device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature: feasibility of the transcatheter mitral valve repair for patients with severe mitral regurgitation and endangered heart failure.

Event description:
This is filed to report death. It was reported through a research article identifying mitraclip that may be related to: death. Specific patient information is documented as unknown. No additional information was provided.